Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that she is having high blood glucose. The current blood glucose reading is 357 mg/dl. Customer treated with manual injections. Customer has been experiencing bent cannulas which leads to high blood glucose. After dinner, the blood glucose rose to 590 mg/dl; customer treated with 5 units of insulin. The blood glucose decreased to 376 mg/dl. Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 700 mg/dl. Diagnosed diabetes ketoacidosis. The paramedics were called to transport customer to hospital. Customer was nauseous, could not walk correctly, sleepy and wobbly. Hospital treated with manual injection and IV drip. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed failed battery test due to a faulty battery tube. However, the device functioned properly after unplugging and plugging the battery tube connector into the interface board. The unit passed the selftest, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected off no power or low battery alarms observed during testing. A scratched lcd window noted.